Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were surgically abandoned due to an unknown performance issues. The ra lead had previous oversensing of noise with increased impedance measurements and the rv lead was speculated to have insulation issues. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).